Event description:
It was reported that there was a clear link catheter extension set that disconnected. The set was being used with an unspecified baxter pump and an unknown primary set. The pump was programmed to infuse oxytocin between 75 ml/hour - 200 ml/hour. The nurse states that the clear links male luer disconnected from the female luer of the unknown primary set. This resulted in the patient¿s blood leaking out of the extension set onto the bed. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.